Manufacturer narrative:
Prior to the analysis of the device a review of the manufacturing records of the ICD and the battery was conducted. All manufacturing steps were documented and no deviation was noted. The device was received for analysis and the leads separated from the ICD. The initial visual inspection confirmed that the device was deformed, no damage or opening in the titanium housing were visible. A small opening in the device header was discernible. No telemetric contact to the device could be established. Subsequently, x-ray micro computer tomography was conducted. The battery appeared enlarged, leading to a displacement of electronic module as well as high voltage capacitors. In a next step the titanium housing of the device was opened. The initial findings of x-ray analysis was confirmed. The battery was damaged and enlarged leading to the deformation of the titanium housing. The electronic module and especially the components of the high voltage circuit were visually and electrically analyzed and no deviation noted. All electrical parameters were as expected. Therefore, a malfunction of the electronic module can be excluded to be the root cause of the clinical observation. The battery was disassembled and its components analyzed. Based on the damage symptoms the root cause could be narrowed down to an internal short circuit within the battery.

Event description:
(B)(6) - it was reported that 4 months after the implant, the patient was admitted to the hospital due to a heat sensation and tissue burning as well as swelling in the area of the pectoral zone. An x-ray showed deformation of this device. The housing of the ICD is still intact, but was deformed. The device was no longer able to be interrogated. We were notified that the device was explanted on (B)(6) 2017. Should additional information be received, this file will be updated.